Event description:
It was reported a wire of this polypectomy snare detached during an endoscopic procedure. Apparently from info rec'd the detached wire was left in place and the pt was discharged to home. There were no reported complications. The pt was to have had a follow up x-ray two weeks later. Further requests for info have been made for this investigation. The device has been destroyed by this user facility. Therefore, a failure analysis is not available. Without evaluating the device, co is unable to determine the cause for this event.